Event description:
A healthcare professional contacted animas on (B)(6) 2011 to report the patient was admitted into the hospital with a blood glucose (bg) of 400mg/dl on (B)(6) 2011. The reporter who is a nurse who works for the doctor's office and not the hospital was unable to confirm time patient was hospitalized or his admitting diagnosis. The reporter claimed the patient reportedly was having a high bg excursion at home. The reporter stated the patient had been feeling delirious and was running in the woods. At the time of the call, the reporter confirmed the patient was on IV insulin. At the time of the call, the reporter informed customer support that the subject pump was lost while the patient was running in the woods. Customer support made several attempts to reach patient and/or relatives to obtain additional information; however, were unsuccessful in their attempts. This complaint is being reported because the patient was hospitalized and treated for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.